Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that during the fill tubing step, no insulin was seen moving through the tubing. A new cartridge as well as an infusion set was loaded and insulin was seen moving through the tubing. Additionally, it was reported that a cartridge alarm 25 (removed cartridge alarm) occurred. Reportedly, the customer did not remove the cartridge from the pump. The customer's blood glucose level was 145 mg/dl.